Event description:
Citation: katrien de keukeleire et al. Transarterial embolization with onyx for treatment of intracranial non-cavernous dural arteriovenous fistula with or without cortical venous reflux was published in j neurointervent surg in 2011. The following report was captured by medtronic (covidien) through review of literature: despite successful occlusion of all dural arteriovenous fistulas (davf) presenting with intracranial hemorrhage, one (B)(6)-year-old man remained in a comatose state and finally died in hospital. Information received from the same article as mfrs: 2029214-2015-00381; 2029214-2015-00382.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/21990829. This report was created to capture the death related to onyx. Onyx was not be returned for evaluation as it was consumed in the event. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the onyx during use. The event occurred in the patient post procedure and its cause was unknown. (B)(4).